Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, the customer went to the emergency room (ER) and was admitted to the intensive care unit (ICU) on (B)(6) 2025 due to a blood glucose (bg) level greater than 500 mg/dl and diabetic ketoacidosis that was accompanied with vomiting, resulting in damage to the esophagus and air accumulating around customer's heart. Customer was treated intravenously with fluids of saline and insulin and was released on (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to multiple daily injections for insulin therapy.